Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site. Rad gain calibration resulted in ¿failed¿ in some cases, gain median value was 700, in other cases, it was over 10,000. Meanwhile, no problem was detected in the dose check. Based on the above check, some defects seemed to exist in the display flat panel of the product. So, replacement of the defective panel with a new one was done the following day. The display monitor of the navigation system now functions properly. The replaced parts were received by the manufacturer for evaluation. The 3 parts listed below were replaced and returned. Detector panel , cp1, power supply. Above 3 parts were installed in imaging system (serial number:(B)(4); initially cp1 didn¿t get any power from the power supply; when defective power supply was replaced with a known good power supply, cp1 powered normally, and the imaging system functioned as expected. The above parts ran in the system for 4 days without any issues. Passed rad gain calibration successfully. Standard 3d images look as expected without any noise. On the 5th day when we tried taking images in enhanced 3d mode, enhanced 3d image has lot of unwanted saturation points; to correct this, we changed analog gain offset value from 3000 to 4000 and performed rad gain calibration; rad gain calibration failed; was not able to complete the rad gain calibration even with multiple attempts. Defective detector panel returned power supply and detector panels are defective. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system was producing poor quality images. It was reported that when the user attempted to acquire a 3d spin, abnormal images were displayed. There was reportedly a lot of noise in "air" regions of the images. 3d imaging was attempted again with the same result. The use of the imaging system was discontinued because of this issue after a reported delay of less than one hour. The procedure was completed successfully and the patient was not impacted.